Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The bending section cover (a-rubber) fell off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress, handling, or other factors. In addition, the following non-reportable malfunctions were found during the device evaluation; a dent on the insertion tube, broken fibers on the image guide bundle, and discolored cover glass on the eye piece section lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that parts fell off of the distal end of the rhino-laryngo fiberscope. In a follow up service questionnaire, the customer then reported the sheath was not removed after a nasofibroscopy without sedation. There were no reports of patient harm and the procedure was completed with the same device. The sheath was stuck on arrival in the disinfection room and was discovered after the procedure. Per the customer the endoscope used in an emergency case. In the rush, the nasofibro sheath was not removed and the endoscope was taken back to the disinfection room. There were no reports of patient harm for this event.